Manufacturer narrative:
Device evaluated by manufacturer: an examination of the returned complaint device found that the poly tip was detached/fractured and not returned. The fracture site was located 181.2cm from the proximal end. There were no kinks or bends found on the guide wire. All outer diameter measurements taken were found to meet specification. (B)(4) of the fracture site found that the failure surface exhibited evidence of fatigue striations and presents a central zone of dimple ruptures which corresponds to the final failure point. No material anomalies were found. The fracture occurred due to a bending cyclic moment. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a stenting treatment procedure, a guide wire tip detachment occurred. This (B)(6) pt graphix guide wire was used while placing a stent in a coronary artery. During withdrawal of the guide wire, "a part of the guide wire detached". The detached wire could not be retrieved and remains in the artery. The patient is under observation. Additional information has been requested and is not available.

Event description:
It was reported that during a stenting treatment procedure, a guide wire tip detachment occurred. This 182cm pt graphix guide wire was used while placing a stent in a coronary artery. During withdrawal of the guide wire, "a part of the guide wire detached". The detached wire could not be retrieved and remains in the artery. The patient is under observation. Additional information has been requested and is not available.